Event description:
A medtronic representative reported that, while in a si fusion procedure, the surgeon placed the implant slightly into the neural foramen. The inaccuracy was deemed to be 2mm. The patient was reported to be neurologically intact. The surgeon completed the procedure with the use of the navigation system. A revision surgery followed the same week and was confirmed to have been successful.

Manufacturer narrative:
Device manufacturing date is unavailable. Device not returned to manufacturer for analysis.

Manufacturer narrative:
(B)(4).